Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the transmitter battery last less than expected and that the battery cap was cracked or damaged. Customer reported that they were able to clear the alarm and complete the rewinding of insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, however the insulin pump will not be returned for analysis.